Manufacturer narrative:
It was reported that the patient pulled out his foley catheter resulting in the catheter snapping in half and braking off inside the patient. As a result the patient required surgery (cystoscopy without incisions) and re-insertion of a new foley catheter. The foley catheter was in place for one day prior to the incident. The patient was transferred to the intensive care unit (ICU) for observation and is currently being treated for a urinary tract infection (uti). The sample involved in the incident was not returned for evaluation however the customer did return photographs of the catheter involved and the customer reported issue of a torn catheter was confirmed. A root cause cannot be determined at this time. Due to the reported incident and need for surgical intervention, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the patient pulled his foley catheter out and pieces of the catheter broke off inside the patient requiring surgery and re-insertion of new foley catheter.